Event description:
It was reported that after having an implant done the patient was told he had a spinal fluid leak. Per the patient he "had to return to the hospital for hcp to place a stitch at the site to stop the leak". Per patient "that was more painful than the original surgery". The patient was looking for a physician to manage their care. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, lot# j10936r10, implanted 2001 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).